Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 10:00am. The patient manages her diabetes with an insulin pump. The patient reported that one hour after the alleged issue occurred she developed a symptom of dizzy. The patient reported that at 05:30am and 06:30am on (B)(6) 2016 she administered novolog insulin. During troubleshooting the cca noted that the meter had been set to the correct unit of measure and the subject test strips had not expired or been stored incorrectly. When a control solution test was performed the results were not in range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.